Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2011-03740 and MFR. Report # 3005099803-2011-03741). It was reported to boston scientific corporation that two jagtome rx sphincterotomes was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during unpacking of both devices, it was noted that the preloaded jagwire guidewires were peeling at the distal tip. The procedure was completed with a third jagtome rx sphincterotome. There were no patient complications as a result of this event.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2011-03740 and MFR. Report # 3005099803-2011-03741). It was reported to boston scientific corporation that two jagtome rx sphincterotomes was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during unpacking of both devices, it was noted that the preloaded jagwire guidewires were peeling at the distal tip. The procedure was completed with a third jagtome rx sphincterotome. There were no patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of guidewire tip peeled. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the jagwire was loaded in the jagtome such that one end extended 10cm out of the sphincterotome distal tip and the other end exited through the open guidewire channel approximately 53cm from the guidewire introducer. The jagtome device functioned as intended without any issues. A visual examination of the jagwire guidewire found that the pebax section was peeled at 5mm from the distal tip, exposing the core wire tip. In addition, the device was slightly scraped at the distal tip. Remnants of adhesive were found, indicating that the pebax section was properly attached to the corewire. No fracture evidence was found. The guidewire appears to have come into contact with a sharp or metal object. The outer diameter of the guidewire was measured at three locations where damage was not noticed and found to be within specification. As the damage was noted during unpacking, the investigation concluded that the most probable root cause classification is handling damage.